Event description:
Primary stability not achieved, smoker, complication in site preparation (bone too thin, broken when screwing in), inadequate bone quality/quantity, preceding/simultaneous bone augmentation.